Event description:
On (B)(6) 2025, it was reported that the user experienced repeated low blood glucose episodes after dinner over the past few days, with the most recent low recorded at 64 mg/dl lasting about one hour. The user treated the low with glucose tablets. The agent reviewed that algorithm adaptation could be influenced by weight changes and advised the user to consult a medically trained professional before considering a factory reset. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.